Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a discrepancy of more than 30 units compared to the expected fill estimate. Caller expected 185 units but observed 40 units at the time of the discrepancy. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer loaded a new cartridge. Despite an unrelated fast battery depletion concern, which did not lead to a pump shutdown, no additional corrective action was mentioned, and the customer is advised to follow up if needed.